Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
(B)(4) linked. On nov 8, 2024, it was reported on (B)(6) 2024 antibiotics were prescribed for 7 days and the provided lot number 63814966. It was reported that the implant at tooth site #14 was removed due to bone loss and infection. Implant was placed on (B)(6)2018. Everything healed well and implant appeared well integrated so it was sent for permanent restoration. Saw patient on (B)(6), 2024 for an evaluation of site 14. It was noted bone loss and implant was removed on (B)(6) 2024. Per indicated: surgical/medical intervention required for permanent damage: no. Was the procedure completed using another implant or another device; no, allowing area to heal after placing bone graft again. Additional appointment required: yes, to have new implant placed. Symptoms as a result of the event: abscess and pain.